Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 3/26/2014, electrode belt 4/4/2013.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest on (B)(6) 2020. The patient was reportedly riding in a vehicle at the time of the treatment. Ems was called and the patient was rushed to the ER after the event. Clinical review of the patient's ECG recordings revealed that the patient received one appropriate treatment, and one inappropriate treatment from the lifevest. The appropriate treatment resulted in post-shock asystole. At 18:23:01, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 250 bpm, and the post-shock rhythm was asystole with motion artifact and cardiac activity. At 18:24:43, the patient received the inappropriate treatment from the lifevest. The patient's ECG strips at the time of the treatment shows cardiac activity with motion artifact and amplitude oversensing, the post-shock rhythm was sinus bradycardia from 15-20 bpm. Motion artifact and amplitude oversensing contributed to the false detection. The patient was taken to the hospital after the event and has ended use of the lifevest.